Event description:
The report received from the affiliate indicated that during pta of a heavily calcified and moderately tortuous lesion in the renal artery, a 4x15mm aviator plus balloon ruptured at 7 atm during pre-dilation of the lesion. Access site was via the femoral artery. The balloon catheter was changed to aviator 4x15mm, and pre-dilatation was successfully completed. Then a palmaz stent was placed in the target lesion. The procedure was completed successfully without any pt injury. No difficulties were experienced in removing the device which also prepped normally. No resistance was reported at any time during the procedure. Details regarding the type contrast and the ratio used were not available. It was reported that it was possible there was difficulty crossing the lesion due to the heavy calcification. The device deflated easily.

Manufacturer narrative:
Please note that the device has been received for evaluation but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.